Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions and began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.